Event description:
Consumer reported pen needle clog when priming his pen needles and sometimes, taking injections. Stated, there is a "little piece of extra plastic" on the hub. No injury to report stated, he was told by his doctor, the 2nd gen nano is a better product. Lot: 3179403 catalog: 320883 date of event: unknown samples: yes cl

Manufacturer narrative:
Correction to: h6 (component code, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.